Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested, strip lot is unk. A f/u report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "d/e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.